Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly due to critical pump error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 160 mg/dl at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer reported that they were able to clear the alarm even after the battery cap has been removed and reinserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.